Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer continued using the existing cartridge for insulin therapy, declining to load a new one for troubleshooting. There was no adverse impact to the customer's blood glucose level.